Manufacturer narrative:
The returned meter was measured with the retention test strips 62681710 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr, returned meter and retention strips: 3.8 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and retention strips: 3.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material complies with specification.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The meter has been returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6). At around 4:20 pm, the mete result was 8.0 inr. The meter result immediately after was 5.1 inr. The meter result immediately after was 4.8 inr. The meter result immediately after was 5.3 inr. Customer's therapeutic range is 1.5-2.5 inr.